Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2008, the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2008. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2008 did not identify a faulted test after device programming. The device was not interrogated prior to the patient leaving the office on (B)(6) 2008 as recommended by device manufacturer to ensure the device is at the correct settings. The date the faulted diagnostic testing occurred is unknown. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.